Event description:
On 24nov2025, an email was received advising that a literature search identified serious adverse events that occurred when study subjects were wearing unknown acuvue® brand contact lenses (cls). The article entitled, "the relationship between soft contact lens adverse events and corneal sagittal depth," was published in contact lens and anterior eye (date unknown). The purpose of the study was to determine if individuals who develop soft-contact-lens adverse events (corneal infiltrative events or microbial keratitis) have a shallower corneal sagittal depth than the population mean. Participants recruited for the study had a history of a contact lens related corneal infiltrative event or microbial keratitis within the last 2 years. Patients were excluded if they had any active ocular pathology; therefore, it was concluded that all patients were in good eye health at the time of the study. The study indicated that 10 of the patients recruited had been wearing an unknown johnson & johnson manufactured product at the time of the adverse event. No further details were provided related to the adverse event. It is unknown if these adverse events were reported to the manufacturer by the treating eye care professional (ecp) or patient at the time of the event. Emails were sent to the authors requesting additional medical details for each of the 10 patients on 01dec2025, 04dec2025, and 10dec2025. On 10dec2025, an email reply was received from an article author. The study consent form did not include the possibility of sharing data with contact lens manufacturers; therefore, no additional information can be provided. No additional information has been received. No additional information is expected. As it is not possible to distinguish the 10 events, this report is being submitted to encompass the study participants as a whole as the diagnoses and treatments could not be confirmed. The date of the event is being reported as 01jan2023 as the exact event date(s) is(are) unknown. The affected eye(s) is(are) unknown. The suspect product and lot numbers are unknown. Availability of the suspect cls for return and evaluation is unknown. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.